Event description:
Customer reported a high blood glucose level that displayed as "high" on the continuous glucose monitor, but no specific value was recorded. There was no additional information regarding the impact on the customer's blood glucose level beyond the reported high reading. Customer administered a correction injection using multiple daily injections and was advised by technical support to follow up for further troubleshooting.